Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the average tortuous and calcified left common iliac artery. The 8.0x20mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 6atms 3secs. The device was removed intact and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.. (B)(4).